Manufacturer narrative:
Device analysis: the oad was returned without the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage or abnormalities that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. An in house 0.012" test wire was loaded into the device and passed through without resistance. When tested, the device spun at low and at high speed with no abnormalities observed. No damage was observed with the device that would have contributed to the difficulties experienced during the procedure. The device was turned on and off numerous times with no issues observed. While performing functional testing, the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device was within specification and performed as intended. At the conclusion of the failure analysis investigation, the root cause of the perforation could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 90% stenotic, 15-20mm in length and was located in the right coronary artery (rca). The physician used a 6fr introducer sheath, al1 guide catheter and a bmw guide wire to access the lesion. A temporary pacemaker was introduced into the patient at the beginning of the procedure. The proximal area of the lesion was first treated via balloon angioplasty. The bmw guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician completed three runs at low speed using the oad in the distal segment of the lesion. The physician then performed one run proximally out of the rca, into the area that had been previously treated with balloon angioplasty. At this point, angiography revealed a perforation where the final run was performed. The oad was removed and a balloon was deployed to tamponade the perforation for four minutes. The patient went into ventricular fibrillation and was defibrillated. Additional balloon angioplasty was performed and a stent was deployed across the perforation to resolve it. The patient status was stable at the completion of the procedure.